Event description:
It was reported that right atrial (ra) lead exhibited intrinsic amplitude out of range. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).